Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, the devices broke before using it for left gastric artery ligation. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.